Event description:
I had a breast implant exchange because my implants had ruptured, my surgeon opened up my capsule, squeezed silicone outside my nipple incision (small) and then replaced them with new silicone implants, I had them taken out completely one year later. Both sets had also capsular contracted. Fast forward 8 years later and after weird health problems like numbness, bursitis, vision problems, teeth problems, hormone issues, bloodwork off, deficiencies, gut issues, gerd etc. I decided to go back under the knife and my current surgeon found 3 full capsules, 2 under and 1 over the muscle going up into my armpit with all over it. My surgeon 8 years ago said that he did a total capsulectomy and that my capsules were intact and yes, taken out in full. They weren't. Since having them taken out, I do feel better and hoping it continues and when I get my bloodwork done again that it will be better, as well as other symptoms. My second surgery was 8 years ago. I have my post op report from my surgeon 8 years ago and it states full capsulectomy. FDA safety report ID# (B)(4).